Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The battery longevity projection had fallen from 14 years to 5.5 year in approximately one year. Boston scientific technical services (ts) reviewed the available data and concluded the battery was depleting normally based on the programmed settings with voltage and power consumption stable over the past year. It was noted that based on the programming settings it was unlikely that the device had registered 14 years longevity a year previous, as reported. This device was later explanted and replaced as the physician wished to have the device analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The battery longevity projection had fallen from 14 years to 5.5 year in approximately one year. Boston scientific technical services (ts) reviewed the available data and concluded the battery was depleting normally based on the programmed settings with voltage and power consumption stable over the past year. It was noted that based on the programming settings it was unlikely that the device had registered 14 years longevity a year previous, as reported. This device was later explanted and replaced as the physician wished to have the device analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.